Event description:
It was reported that during treatment, the patient died. No more information has been received. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. No specific failure stated by the customer. A pre-use check was successfully performed and the ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Successful pre-use check was performed prior ventilation was started at 12/15/2021. The technical log does not contain any technical error codes to indicate any ventilator malfunction. There are no indications of any ventilator malfunction. Additional information received from the user facility stated that there are no allegation that a ventilator malfunction in some way caused or contributed to the patient death.

Event description:
Manufacturer's ref.#: (B)(4).